Event description:
The customer reported the subject device displayed an e315 error code (scope error). The reported issue occurred during inspection of the subject device, prior to a diagnostic enteroscopy. The intended procedure was completed using another device. There was no patient or user injury reported due to the event.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (e315 error code) was confirmed and found to be caused by liquid invasion in the electrical connector. In addition, service found there was a leakage from the air/water tube inside the scope connector. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to leakage occurred inside the scope connector while the user was handling the device which resulted in an abnormality of electrical parts occurred which led to displayed error message. The event can be detected by following the instructions for use (IFU) which state: · inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.